Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. During the event the site called technical services. The site was advised to reboot the system, the issue was resolved with the system reboot. The system was fully functional. Resolution confirmed on phone call.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure the imaging system was unable to connect to the navigation system. The site rebooted the imaging system which resolved the issue. There was a delay to the procedure of approximately 10 minutes. There was no reported impact on patient outcome.